Event description:
Customer reported that the "connect test plug" message at the bottom portion of the display was not visible. Physio-control evaluated the device and observed the internal foam spacer, placed around the display monitor (between the display lens and display component), moved up and covering the bottom portion of the display. Foam spacer movement along the lower edge of the display may obscure the low battery and other indicators in the status message area. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the display lens and confirmed proper device operation through functional and performance testing. The device was returned to the customer for use.